Event description:
It was reported that a pericardial effusion occurred. Event summary: a pulse field ablation (pfa) procedure was performed using a boston scientific rosen guidewire and farawave catheter. The transeptal puncture was successfully performed with no presence of pericardial effusion. During isolation of the left superior pulmonary vein, the physician noted difficulty when attempting to retract the rosen guidewire. The farawave catheter and rosen wire were removed from the patient and the rosen guidewire was exchanged. The new rosen guidewire was prepared and the farawave catheter was deployed and undeployed outside of the patient with no issues noted. The rosen guidewire and farawave catheter were advanced into position and pfa ablation was performed on the left superior, left inferior, and right inferior pulmonary veins. Four (4) applications of ablation were delivered to the right superior pulmonary vein after which the physician noted the rosen guidewire was unable to be withdrawn. Intracardiac echocardiography identified a pericardial effusion and a pericardial drain was performed. The patient stabilized and was transferred to the critical care unit. The patient was discharged two (2) days post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: investigation summary: although analysis of the returned device did not confirm the reported malfunction it was determined that pericardial effusion is a known inherent risks of use of the farawave catheter. Device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn # m004pf41m401 batch #0037393926. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: upon receipt at a bsc post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing a test guidewire was successfully inserted through the farawave catheter. Deployment and undeployment of the farawave catheter were tested multiple times and no unusual resistance was encountered. Analysis of the returned device was unable to confirm the reported stuck guidewire. Labeling review: review of the farawave catheter instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The IFU lists cardiac trauma including pericardial effusion as a known potential adverse event associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis was completed and confirmed that the event of stuck guidewire and pericardial effusion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure (pfa) the physician observed the rosen guidewire was unable to be withdrawn from the farawave catheter. A pericardial effusion was identified and pericardial drainage was completed. Functional analysis of the returned farawave catheter was unable to confirm the reported stuck guidewire. Manipulating the catheter or guidewire within the patient anatomy during insertion, advancement, maneuvering, or withdrawal can lead to the occurrence of a pericardial effusion. Pericardial effusion is a known potential adverse event associated with the use of the farawave catheter.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure was performed using a boston scientific rosen guidewire and farawave catheter. The transeptal puncture was successfully performed with no presence of pericardial effusion. During isolation of the left superior pulmonary vein, the physician noted difficulty when attempting to retract the rosen guidewire. The farawave catheter and rosen wire were removed from the patient and the rosen guidewire was exchanged. The new rosen guidewire was prepared and the farawave catheter was deployed and undeployed outside of the patient with no issues noted. The rosen guidewire and farawave catheter were advanced into position and pfa ablation was performed on the left superior, left inferior, and right inferior pulmonary veins. Four (4) applications of ablation were delivered to the right superior pulmonary vein after which the physician noted the rosen guidewire was unable to be withdrawn. Intracardiac echocardiography identified a pericardial effusion and a pericardial drain was performed. The patient stabilized and was transferred to the critical care unit. The patient was discharged two (2) days post index procedure.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.